Manufacturer narrative:
Further investigation was performed on the patient sample. The high vitamin d results may be due to an interference of other vitamin d metabolites. Interferences are documented in product labeling. Product labeling documents that results indicating a vitamin d deficiency are defined as results < or equal to 50 nmol/l. Results indicating vitamin d sufficiency are defined as results > or equal to 75 nmol/l. The vitamin d results obtained by the customer are correctly classified based on the intended use of the assay despite the result differences observed. Further clarification of the observed discrepancy is not possible with available investigation methods.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patient samples tested for 25-hydroxyvitamin d (vitamin d). Based on the information provided, 1 patient sample was erroneous. It is not known if erroneous results were reported outside of the laboratory. The initial vitamin d result from the e602 analyzer was 175 nmol/l. The diluted result was 344 nmol/l. The sample was repeated on a liaison xl instrument and the result was 138 nmol/l. It is not known which result was believed to be correct. No adverse event occurred. The e602 analyzer serial number was (B)(4). The patient sample was submitted for investigation. The customer's results were reproduced.